Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist approximately 4 years post tavr with a 26mm sapien 3 ultra valve, the valve was failing. A date of treatment is to be determined. Per a clinical imagery review, a CT shows halt involving all three cusps with calcified leaflet tips. The valve is expanded to 88% of nominal at the waist (24.5 mm). An echocardiogram shows a moderate anterior pvl with calcified/fibrotic leaflet tips. Leaflet motion appears only mildly restricted.